Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. The customer's blood glucose (bg) level was 600mg/dl at its highest and a manual injection was administered to address the bg level. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. A system check was performed using the current supplies and the pump performed as intended. Reportedly, the customer believed the occlusion alarms were due to infusion set site issues. The customer reverted to manual injections for insulin therapy. Reportedly, the customer continued to use the pump for insulin therapy and had manual injections available.